Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, a genesis caliper broke inside the patient. It is unknown how the procedure was resumed. No patient injuries or other complications were reported. No further information is available.

Manufacturer narrative:
H6 corrected.